Event description:
It was reported by the customer that the device's handle broke off. Prior to the procedure. The handle breaking off can cause an infection risk. There was no know patient impact or delay to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device's handle broke off. Prior to the procedure. The handle breaking off can cause an infection risk. There was no know patient impact or delay to the procedure.